Event description:
Ous MDR - about 91 months after the ICD implantation, it was reported that interference signals were observed in the right-atrial and left-ventricular channels. No other details were communicated. The lead and the ICD were returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The proximal fragment of the corox lead showed a conductor fracture of the conductor coils in the area of the ligature markings. It can be assumed that the observed interference signals in the lv channel were caused by this conductor fracture, and this indicates significant mechanical stress in the area of the lead fixation sleeve during the operating time. The returned ICD proved to be fully functional and is within the technical specifications. There was no material defect or manufacturing error for either the leads or the ICD.